Manufacturer narrative:
Zoll service evaluated the thermogard xp ivtm system (sn (B)(6) at the customer site. The reported complaint that the thermogard system displayed mid:09 (air trap assembly) error message was confirmed in the system's event log data and during functional testing. The root cause of the mid:09 error was the defective air trap sensor block, likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in july 2021 and is almost 5 years old. The system event log data revealed multiple mid:09 (air trap assembly) error messages, confirming the reported complaint. The thermogard xp ivtm system failed the initial functional test as it displayed a mid:09 (air trap assembly) error message upon powering up, confirming the reported complaint. The defective air trap sensor block assembly was replaced to remedy the fault. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported that during routine device inspection, the thermogard xp ivtm system (sn (B)(6) displayed mid:09 (air trap assembly) error message. No patient involvement.